Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotapro and 1.50mm and rotawire were selected for use. During procedure, it was noted that the material was defective, and it was not possible to pass the rotawire as it became stuck. The pressure was checked, and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/01/2025 as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for further analysis; therefore, a test rotawire was used. During analysis, the rotawire was able to be fully reinserted and removed from the device with no resistance or issues.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotapro and 1.50mm and rotawire were selected for use. During procedure, it was noted that the material was defective, and it was not possible to pass the rotawire as it became stuck. The pressure was checked, and the procedure was completed with a different device. No complications were reported.